Event description:
It was reported that when the light source was connected to series 190 scope, there was no endoscopic image on the monitor screen. The issue occurred during preparation for use for a diagnostic upper gastrointestinal endoscopy procedure. The procedure was completed with the same light source but a different series scope attached. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. Based on the investigation results, it is likely that the image was not output because communication with the endoscope failed due to a faulty output socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.